Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. (B)(6). This bath was manufactured in 1997 and has exceeded its intended lifetime of 10 years. The instructions for use clearly points out that the device should be used under supervision of skilled personnel in accordance with the instructions in the manual. It is pointed out on several places in the IFU that the water/shower temperature should be checked by hand before the bath. Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
Patient scalded to death. Customer appointment to add further info (B)(6) 2013.